Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D-10 refobacin bc r 1x40 us catalog#: 110034355. Lot#: unknown. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number/s, an additional lot search could not be performed. Medical records were provided and reviewed by a health care professional. The review identified patient presented with pain and swelling, x-rays showed medial osteolysis under the tibia, bone scan shows reuptake of the tibial component, workup negative for infection. Tibia found grossly loose. Tibial surface revealed medial osteolysis. Femur and patella revealed excellent fixation, left intact. Tibial components replaced without complication. A definitive root cause could not be determined. However, there is contributing factors of event: highly active patient. Patient takes bisphosphonates for osteopenia which alters bone metabolism. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item name# lps-flex gsf opt sz d-r; item number# 00-5764-014-52; lot# 64469963. Item name# lps-flex fxd mld cd/3-4 12mm; item number# 00-5964-030-12; lot# 64227007. Item name# all poly pat comp 32dia; item number# 00-5972-065-32; lot# 64774873. Item name# option st tib plt size 4; item number# 00-5986-037-02; lot# j6730652. Item name# unknown bone cement plugs; item number# unknown bone cement plugs lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a right total knee arthroplasty. Subsequently, the patient was revised on approximately four years later due to pain, swelling, stiffness, and instability. During the revision, the tibial component was found grossly loose. Medial osteolysis was noted at the tibial surface as well. The patella and femur were found well fixed and left intact. All tibial components were revised without complications. Attempts have been made and all additional information received has been included in this report.